Manufacturer narrative:
Patient age has been requested. Age information has not been provided. Patient weight has been requested. Weight information has not been provided. A medtronic representative inspected the imaging system on-site and the reported behavior could not be replicated. The system functioned normally during testing. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that during a spinal fusion procedure, the imaging system displayed a frame grabber error intermittently. Scans were taken with the system and they were successfully transferred to the navigation system and the case proceeded normally, with no delay. The patient was not impacted. No additional details were provided.